Manufacturer narrative:
Submit date: 05/25/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports water leakage at the tee junction (bifurcate) was discovered before use. There was no patient involved.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The product sample was received at the site for analysis and investigation; it consisted of one incomplete kit of the product permcath which came inside a generic plastic bag. Visual inspection revealed that the catheter did not present signs of use; the catheter was reviewed and there was no defect observed. Functional testing was required in order to confirm the defect reported. The functional testing consisted of the catheter being submerged under water and according to this testing the catheter did not show evidence of any leakage. The sample provided by the customer was evaluated and no defective conditions could be determined. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, or cuts which could impair its performance. Do not use acetone, alcohol, or any solution containing alcohol on any part of the catheter. Exposure to these agents may cause catheter damage. Aqueous-based povidone is recommended. Based on the sample evaluation, there is enough information to discard manufacturing activities as a potential root cause; the reported condition was not confirmed. Based on visual evaluation the catheter did not reveal a defect. Based on this information a probable cause is that the clinician confused the catheter perforations during examination and considered this as a hole. With the available information this is the most possible root cause for this event. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.